Event description:
The customer reported that the probe of the ortho provue analyzer leaked fluid into two qc samples during qc testing, resulting in contamination. The customer indicated that the instrument posted no error messages. The qc samples were discarded. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and verified that the probe was bent. Replacement of the appropriate components has returned the instrument to its expected operation. This customer has not logged any complaints against this analyzer since this incident.